Event description:
A safety peg kit push device was used for an enteral feeding peg placement procedure on (B)(6) 2008. According to the complainant, the package did not contain a scalpel. The procedure was completed with another safety peg kit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).